Event description:
On (B)(6) 2008, the patient was implanted with two components of a gore excluder aaa endoprosthesis to treat an aortic aneurysm. A final angiogram revealed type ii endoleak, and the physician decided to monitor the patient. On (B)(6) 2008, a follow up image showed the persistent type ii endoleak. The physician decided to monitor the patient. On (B)(6) 2008, 6 month follow up image showed the persistent type ii endoleak. The physician decided to monitor the patient. On (B)(6) 2009, a coil embolized procedure was additionally undertaken to treat the persistent type ii endoleak. Origin of the endoleak was not reported. On (B)(6) 2009, a follow up after the re-intervention revealed that the type ii endoleak did not resolve. No further information has been reported.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.